Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b14028 and h13a15019 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the peritonitis on the same day. On an unknown date, the patient was treated with cefepime and vancomycin for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 3, for the cassette involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.